Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving inaccurate high readings. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with self adjusting insulin. The inaccurate high issue began three days prior at 9 or 10pm. The patient reported blood glucose results of "400-500 mg/dl" with a lifescan meter and "325 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Fifteen minutes after obtaining the reported lfs meter reading, the patient developed symptoms described as "headaches and shaking." At 10:30pm, the patient administered self-treatment with 60 units of humalog insulin. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings could not be confirmed in the meter's memory. This complaint is being reported because the patient claimed that she had symptoms that can be associated with hypoglycemia 15 minutes after the inaccurate high issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.